Manufacturer narrative:
B3:event date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they need their stimulator adjusted.  Patient noted that they are having problems with their back like arthritis issues and they want to be reprogrammed. Patient mentioned that they were initially set up with a low and high setting and that they always stay on the low setting; patient added that if they move slightly that they get zapped and get too much stimulation but if they do not move enough the setting is too low. Patient noted that the issue started off as an occasional thing but has been building and is hurting them due to the zaps. Patient remembered that there was an invisible setting that they could get on their stimulator and just wanted to ask the representative about that.